Manufacturer narrative:
The medical center discarded the impella pump product in 2021. No benchtop analysis or hemolysis testing can be performed. Root cause determination is not possible for the hemolysis. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) in (B)(6) 2021 had a successful impella 2.5 support. In (B)(6) 2022 the team noted in the (B)(6) registry there was hemolysis of unknown causality. Later in (B)(6) 2022 the (B)(6) team further updated that haptoglobin was infused to treat the hemolysis, and that the relationship to the use of impella was presumed.